Event description:
During device explant due to normal eri, the non-sjm right ventricular (rv) lead could not be unscrewed from the header of the device. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.